Event description:
A patient reported that 10 years after surgery, his mobi-c implant lost its mobility leading to pain. The patient was told by the surgeon that the implant should be removed and replaced with a fusion. No further information regarding revision surgery was provided.

Manufacturer narrative:
Correction to: a1, b5, b6, b7, d1, d2 (common device name), e1, e4, g3, g5 (PMA/510k), h3. Additional information: d4 (UDI number), h6 (results and conclusion codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The actual prothesis is still implanted. The reference and lot number are unknown; therefore the traceability and the device history records are cannot be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. No x-rays or any additional information were provided at this time. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: patient pain and implant frozen. Patient reports on web site cervicaldisc.com: I have a double implant (about 10 years old - via clinical trials). One mobi-c disc has stopped moving and appears to have frozen into position (causing pain). My neurologist wants to remove the frozen mobi-c and do a fusion. I also have a prodisc below the two mobi-c's. It's the middle disc mobi-c that is frozen. No other information provided.